Event description:
It was reported that the left ventricular lead had dislodged. The lead was capped and replaced. The patient was stable prior to the event and was asymptomatic after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.